Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Upon functional testing, the fse found that the single board computer (sbc) didn't start up due to random access memory (ram) on sbc didn't contact well and re-plugging the ram on sbc did not resolve the issue. To resolve the reported issue, the fse replaced the single board computer (sbc). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.